Manufacturer narrative:
This complaint has been submitted under (B)(4). Updates were made to b4 b5 d4 d9 g2 g3 g6 h2 h3 h4 h6 h10 g2: foreign: france. Review of the most recent repair record determined the connector of the cable was damaged. The plug harness assembly was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that there was a bare cable on the device. No harm or delay was reported. No other adverse events have been reported along with this incident.